Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with a boston scientific pacemaker and competitor leads developed an infection of the implanted system and died in mid-(B)(6) 2015. Boston scientific first became aware of this information in (B)(6) 2017. An online obituary indicated that the patient died at a hospital. No additional information has been provided.